Manufacturer narrative:
The device was returned for analysis. The reported premature activation and the reported material separation were able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as is likely that interaction with the anatomy and/or other devices resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent; thus resulting in the reported premature activation and the reported failure to advance. Interaction and/or manipulation of the device resulted in the noted device damages (distal tip striation marks, inner member chatter marks, wrinkled sheath, bunched stabilizer, bent/stretched stent struts, pivot web striation marks) and ultimately resulted in the reported material separation/noted distal outer sheath separation; likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction d4 - catalog # updated from 1013016-120 to 1012015-120; d4 - UDI# updated from (B)(4) to (B)(4). Additional information: d4 - model # added.

Event description:
It was reported that the procedure was to treat a lesion in the right common femoral artery. The 6.0x120mm absolute pro ll self-expanding stent system (sess) failed to cross and opened on its own when it was being placed in the anatomy. The stent was removed from the anatomy inside the inductor [introducer sheath]. Another absolute pro ll stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that a portion of the distal outer sheath was separated at the distal end. The account confirmed that the sheath separated during the procedure; however, the device was simply removed and there was no intervention performed since nothing was left in the anatomy. There was no part that remained in the patient and the separated portion of the distal outer sheath was discarded. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the right common femoral artery. The 6.0x120mm absolute pro ll self-expanding stent system (sess) failed to cross and opened on its own when it was being placed in the anatomy. The stent was removed from the anatomy inside the inductor [introducer sheath]. Another absolute pro ll stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.